Manufacturer narrative:
The customer's glidescope core 15-inch monitor used during the reported procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported blackout issue. When connected to verathon's test equipment, the system produced a normal image. The monitor passed verathon's device functionality testing and confirmed to be within specification. Neither the cable nor the bronchoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an ear, nose, and throat (ent) procedure, using a glidescope core 15-inch monitor, the screen blacked out when utilized with a bflex 2 ultraslim 2.8 single-use bronchoscope. No delay in the procedure, use of a backup device, or harm to the patient was reported.